Event description:
It was reported that, "while the surgeon was implanting the screw, the "c-ring began to shave the threads of the screw at the same time, the ring deformed and began coming out of the plate. The plate was removed and a second plate was implanted." I attributed the problem to the surgeon applying to much downward pressure on the screwdriver in order to hold it on line. The screwdriver did not hold on to the screw tight enough so the angle would change if he did not apply enough downward pressure. The new thread screwdriver is helping me with this problem.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.